Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Pre-surgery, when the clinical representative (cr) was loading the patient folder onto the robot from the planning station, they received an error message 'an error occurred while importing patient folder'. The cr then re-exported the patient folder from the laptop, restarted the robot, logged onto the maintenance side and manually deleted the patient folder from the d drive. The cr re-imported the patient folder. The patient folder imported appropriately the second time. There was no patient involvement and no delay to the case as this all occurred prior to surgery.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the import of the patient folder failed because of the presence of corrupted dicom files on the usb device. The windows system detected it and repaired it. When the user re-exported the patient folder, the files did not get corrupted and the patient folder could be imported without any issue. However, the root cause of this corrupted data cannot be verified.

Event description:
Pre-surgery, when the clinical representative (cr) was loading the patient folder onto the robot from the planning station, they received an error message 'an error occurred while importing patient folder'. The cr then re-exported the patient folder from the laptop, restarted the robot, logged onto the maintenance side and manually deleted the patient folder from the d drive. The cr re-imported the patient folder. The patient folder imported appropriately the second time. There was no patient involvement and no delay to the case as this all occurred prior to surgery.